Event description:
Dr implanted rezoom lens in diabetic with pupil size not suitable for iol. Before surgery, patient was near sighted in left eye. After surgery, patient was far sighted. Patient was never informed of any surgical errors. Left eye iol was not centered. Dr would not admit any mistakes and tried to cover it up with lasik which has caused further severe dry eye problems. Patient has lost near vision. Cataract was not washed out of right and left eye causing further surgeries. Dr told patient there was no refractive error. Patient had double and triple vision and the dr refused to listen. Dr told patient, she was wasting his time. I know of at least two other people that he has done this to. One of these had the same mistakes on the same day. His surgeries are like a rushed assembly line. I question the accuracy of his diagnosis which has been confirmed by a medical advisor. The same medical advisor has confirmed iol lenses were a bad decision on drpart. Dr made a series of bad judgements. Office record keeping is sloppy - wrong patient name on reports, records indicate operating on both eyes when it was one.